Event description:
It was reported that the patient was experiencing an increase in seizures. It was reported that the patient's device was able to be interrogated and that there was no low battery alert. No other changes had occurred that may have caused or contributed to the increased seizures. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency.

Event description:
It was reported that the increase in seizures was noted in (B)(6) 2016 during a visit when the physician received communication errors when he attempted to interrogate the generator. The physician attributed the increase in seizures and the failure to interrogate event to the generator nearing end of service. It was also reported that the patient was no longer feeling stimulation like she previously had; which also appeared to be related to the battery's condition. In (B)(6) 2016 it was noted that the generator was at near end of service. It was also reported that the increase in seizures had continued and the seizures were lasting longer. The patient was referred for a generator replacement however it is not known if any surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator was discarded by the explanting facility following the surgery. Therefore product analysis cannot be performed.